Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet capture and grasping was related to patient conditions and due to small size of the posterior leaflet. Image resolution poor is related to patient and procedural conditions associated with imaging being challenging due to patient conditions and shadowing of the first implanted clip. A cause for the reported entrapment of device (clip becoming caught in anatomy) and gripper line break resulting in single gripper actuation issue, however, could not be determined. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and implanting the clip only on the anterior leaflet. Mitral valve insufficiency/ regurgitation appears to be related to procedural conditions associated with chordal rupture from the prior clip that was attempted to be implanted and the clip associated with this complaint only being implanted on the anterior leaflet. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted imaging was challenging during the procedure and the patient had a thin/thick posterior leaflet, a small posterior leaflet in the commissure, an enlarged atrium, and a rotated heart. An ntw clip was inserted and successfully deployed on the mitral valve. To further reduce mr, an nt clip (30728r1107) was inserted and advanced into the left ventricle (lv). However, the posterior leaflet was difficult to grasp and capture. After multiple attempts, a chordal rupture was observed. The physician also noted one of the grippers was no longer working. Therefore, the clip was removed and replaced with an ntw clip (31030r1001). The clip was inserted and advanced into the lv. However, this also experience difficulties grasping and capturing the leaflets. After several attempts to capture, the clip was noticed to be stuck on the anterior leaflet. The physician suspected that one of the grippers was no longer functioning as the gripper remained raised. The gripper line was also no longer attached. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was deployed only on the anterior leaflet. No additional clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure.